Event description:
On (B)(4) 2013 the lay user/patient in USA contacted lifescan to report the one touch ultralink meter was giving inaccurately erratic readings with the control solution. The patient obtained the control solution readings of 75 mg/dl and 186 mg/dl on the reported meter within 20 minutes. There was no patient injury associated with this issue. As the issue was not resolved and the results fell outside expected values for precision testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.